Event description:
Journal article "the evaluation of delayed swollen breast in patients with a history of breast implants" reported a patient with left side disseminated bia-alcl with seroma and swelling. Diagnosis of bia-alcl was confirmed as having cd30+ and alk-. The manufacturer of the device is unknown. The device has been explanted.

Manufacturer narrative:
Cont. H.6: f2203 and f2201. Keane, grace c., et al. ¿the evaluation of the delayed swollen breast in patients with a history of breast implants.¿ frontiers in oncology, vol. 13, 2023, https://doi.org/10.3389/fonc.2023.1174173. The event of "lymphoma-alcl and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.